Event description:
It was reported that following a pump replacement, the patient experienced a seizure and increased baseline spasticity. A drug rinse was not done to the new pump. The catheter volume was estimated at .14ml. Programming, concentration, drug, and dose were correct. No motor stalls were noted. The patient was admitted to the hospital. Additional testing had not been done. The drug in the pump was compounded baclofen 400mcg/ml. No further outcome was reported.